Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test, and no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Performed a visual inspection and found the p-cap attached to reservoir's body. Unable to remove. Evaluated one opened/used reservoir and found the septum and snap-cap missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has had air bubble issues with multiple reservoirs. The patient's blood glucose at the time of incident was 141 mg/dl. The reservoirs were returned for analysis.